Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97755 lot# serial# (B)(6) product type recharger product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3. Analysis was performed on [product ID: 97755, serial/lot #: (B)(4). Analysis found that there was a recharge antenna failure, controller wont power on when rtm is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger (rtm) wasn't working as they couldn't charge. Pt said the controller would show the implant battery needed to charge, but when they plugged in the rtm, it wouldn't do anything. Pt attempted to start a recharge session, but said when they unlocked the screen it went to the implant battery empty screen. Pt opened batteries screen and said controller was fully charged, implant was empty, but when pt pressed the recharge option on the bottom, the screen didn't do anything. Pt unplugged rtm and said the screen didn't change, pt mentioned they had tried all of that already. Pt said rtm plug and controller port looked good. When pt plugged controller into ac power supply, pt confirmed the green light started blinking. It was noted the controller was not recognizing the rtm is plugged in. The issue was not resolved. An email was sent to the repair department to replace the rtm.